Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced issue with infusion set as it fell out during shower on (B)(6) 2026. No further information available.